Manufacturer narrative:
Unit received with operating currents within specification. Unit passed selftest, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit passed the delivery accuracy test. Unit received with corroded battery tube, cracked case at display window corners, cracked reservoir tube lip and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose , diabetes ketoacidosis with blood glucose of 740 mg/dl, current blood glucose was 262 mg/dl. Time and date of hospitalization was (B)(6) 2018. The customer experienced symptoms such as vomiting. Event caused to hospitalization was vomiting, blood glucose high. The customer was treated with insulin drip. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.